Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the sensor wire was missing. The sensor was inserted at the arm on (B)(6) 2017.. No additional event or patient information is available. No product or data were provided for evaluation. The reported missing sensor wire could not be confirmed. A root cause could not be determined. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.

Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection and found that the sensor wire was missing from the sensor pod. The reported event of a missing sensor wire was confirmed. A root cause could not be determined.